Event description:
Information received indicates the trendelenburg function does not work.

Manufacturer narrative:
The facilities maintenance found the trend engage switch was not adjusted properly. The facilities maintenance adjusted the trend switch to repair the bed.